Manufacturer narrative:
Product ID 7435, serial # (B)(4), implanted: (B)(6) 2000, product type programmer, patient; product ID 3998, lot # l78906, implanted: (B)(6) 2000, explanted: (B)(6) 2012, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2012, product type extension; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
It was reported that the patient had his implantable neurostimulator (ins) removed today. The reason for removal was unknown. When asked, the reporter stated that "it was a not a good time to ask and she would not be able to find out." There was no battery or therapy concerns reported, per healthcare provider (hcp). Additional information had been requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
(B)(4).